Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported there was foreign matter. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed and the sample has embedded degraded resin. No other defect or imperfections were observed. The two photos provided show the sample received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot number 0302858. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Frequency of inspections were increased to mitigate the embedded degraded resin escapes. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign matter in it. The following information was provided by the initial reporter: "foreign material".